Event description:
Customer reported that her sensor was inserted and she was bleeding profusely through her clothing and gauze. Customer stated that she went to emergency room and she had to have stitches on her abdomen at the sensor site. Customer stated that she also had high blood glucose and infection at the time of emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.